Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing, resulting in inappropriate anti-tachycardia pacing (atp). Technical services (ts) was contacted, and ts discussed possible causes. The physician suspected a lead fracture. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically abandoned and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced. No additional adverse patient effects were reported.